Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . This is two of two reports (3007042319-2015-02330 and 3007042319-2015-02331) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient experienced his battery "switching to backup battery with a no power alarm" and caused a "pump stop." Patient "exchange the backup battery to another", then it was stated that "after some minutes you can use the first backup battery in normal function." "Batteries were replaced from stock and no log files were downloaded." It was stated that there were "no effect on patient, he was doing fine the whole time." No additional information provided. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis could not be conducted since log files of the reported event date were not available. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure was detected. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02330 and 3007042319-2015-02331) submitted for devices related to the same event.